Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that deflation difficulty was experienced with the balloon catheter. A different balloon was then used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.